Event description:
It was reported that the face plate broke off during the operation. The broken piece was located/retrieved using a scope and graspers. However, the incident resulted in a 2 hour surgical delay. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs and scuff marks present on the spacer. There are scratch marks present on the exposed shaft and the black shrink tube near the tip of the device. The shaft has been bent near the handle of the wand. The cable, suction and saline lines have been severed; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.